Event description:
It was reported that the 2800 system had a collimator too large error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator connection was re-seated during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)